Manufacturer narrative:
E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
The distributor that there was a foreign material protrusion on the dressing and the dressing was bumpy. The product was not used by patient. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. Emdr retraction: the initial emdr with manufacturing report number (9618003-2024-02317), was submitted on 14-june-2024. However, upon inspection of sample, the defect was not foreign matter and it was just discoloration of the product. Now, this case has been determined to be non-reportable after sample received on 03-july-2024 for investigation. Hence, this emdr is being submitted to retract the initial emdr. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.